Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. Customer used a different usb cable to charge the pump. A replacement usb cable was sent to the customer by tandem technical support. There was no reported adverse impact to the customer¿s blood glucose.